Manufacturer narrative:
The recipient was reportedly treated on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019 the recipient reportedly underwent repositioning surgery.

Event description:
The recipient is reportedly experiencing electrode migration. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation reportedly went well. This is the final report.